Manufacturer narrative:
Customer is claiming false negative for flu a because they tested negative for flu a using the ihealth flu a&b/covid-19 3-in-1 rapid test, then tested positive at the doctor. The type of test performed at their doctor was not specified. Lot number of the test kit was not provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: I'm not sure how to resolve. I can't return because I used it. I'm just bummed because I was really sick and did not want to go to the doctor if it was flu or covid. Since the test was negative, I then felt like I needed to go in case I needed an antibiotic. They tested me again and I was positive for flu a. I won't take tamiflu so I felt like I got out while I was really sick for nothing and I wasted $'s on the at home test. I'm confident I took the test correctly.